Event description:
It was reported that a pump declared an altitude alarm and the customer's blood glucose level was affected, with the value displayed as "high." The customer took a correction injection via multiple daily injections to address the high blood glucose level without requiring third-party assistance. Technical support instructed the customer to remove an obstruction from the pump's speaker holes, clean them, and perform a series of steps to resume insulin delivery, including removing and reconnecting the cartridge, but these actions did not resolve the issue. The alarm recurred, and technical support planned to follow up to continue troubleshooting after instructing the customer to wait two hours for any additional moisture to evaporate.